Event description:
Customer reportedly obtained results of 94 mg/dl, 24 mg/dl, 128 mg/dl and 258 mg/dl on the compact system within 10 minutes. Customer ate cereal in response to the results and symptoms. No adverse event reported due to these results. Requested return of suspect system and replacement was sent.